Manufacturer narrative:
The impella device has not been returned for evaluation. However, the investigation is in process. A supplemental report will be submitted upon completion of the investigation. The instructions for use states indicates the following :¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ it also states to "assess access site for bleeding and hematoma.¿ the failure modes are being monitored and trended.

Event description:
The user facility reported an impella 5.5 in a 75yo male for cardiomyopathy and heart failure. It was reported that a hematoma was observed at the impella 5.5 access site. The wound was opened, and bleeding was surgically stopped. The bleeding was found from the artificial blood vessel side of the artificial blood vessel anastomosis. The patient remained stable. No additional information was provided.

Manufacturer narrative:
The investigation for the reported access site bleed and atrial fibrillation has been completed. The device was not returned for evaluation. However, clinical details provided was sufficient to determine the root cause. The root cause of the issue is use issue because bleeding occurred at the graft attached to the vessel and was able to resolve upon surgical repair.